Event description:
The patient reported having intermittent pocket stimulation several times during day, at interrogation and with 5 volt at 1 ms pacing. Capture thresholds and lead impedance is stable. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.